Event description:
According to the distributor's report, the adhesive was used to close a laceration on the forehead of a child with cystic fibrosis. Eight hours after the application, the pt returned to the emergency room because the wound had opened. The laceration was repaired with sutures. Pt is reported as fine and no further adverse events were reported.